Manufacturer narrative:
The investigation determined that non-reproducible and higher than expected vitros troponin I es (tropi es) results were obtained from two different patient samples when processed using vitros troponin I es reagent with a vitros 5600 integrated system. The most likely assignable cause is an instrument issue. Vitros tropi es within run precision testing performed on the analyzer did not yield results that were within acceptable guidelines, suggesting an instrument issue was likely a contributing factor of the higher than expected vitros tropi es results. An ortho field engineer later performed service actions which included the replacement of the well wash aspirate filter, signal reagent dispense tip, well shuttle lifter assembly, intake filter and air filter. After the completion of the service actions, acceptable within run tropi es precision results were obtained verifying the analyzer was returned to expected performance. Based on historical quality control results, a vitros tropi es lot 3290 performance issue is not a likely contributor to the event. Furthermore, ongoing tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros tropi es reagent lot 3290. However, the customer does not process a control fluid with a troponin I concentration at, or below the url. Therefore, the performance of the vitros tropi es reagent lot 3290 at, or below the url concentration of 0.034 ng/ml cannot be determined and a reagent issue could not be entirely ruled out.

Event description:
A customer obtained non-reproducible and higher than expected vitros troponin I es results from two different patient samples processed using vitros troponin I es (tropi es) reagent in combination with a vitros 5600 integrated system. Patient sample 1 result of 0.297 ng/ml versus the expected result of 0.033 ng/ml. Patient sample 2 result of 0.830 ng/ml versus the expected result of 0.033 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The higher than expected vitros troponin I es patient results were not reported from the laboratory. There has been no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number: (B)(4).